Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to confirm the error 23087 errors pointing to the dual magnetic encoder (dme) printed circuit assembly (pca) which was replaced to resolve the issue. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is due to a faulty dme pca on the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the operating room staff contacted technical support to report a recoverable error indicating a problem with arm3 at the end of their last procedure. Logs indicated errors on usm3. The technical support engineer guided the caller through a hard power cycle on the patient cart and exercised arm3, but there was no change. The customer decided to disable arm3 and continue setting up for the next case as a three-arm setup.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380660-27 proximal set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.